Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. The guidezilla ii 6f guide extension catheter was returned for analysis. Visual inspection revealed a partial detachment to both the collar and the shaft. There were numerous kinks to the shaft of the device and there was blood in the shaft of the device. Microscopic inspection revealed no further damage or irregularity.

Event description:
Reportable based on device analysis completed on 12jun2024. It was reported that the guide extension catheter was deformed. The 92% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 6f guidezilla ii guide extension catheter was selected for use. During the procedure, there was resistance and deformation of the guidezilla, and the balloon and stent could not cross. The procedure was completed with another of the same device. No complications were reported, and patient was stable post procedure. However, device analysis revealed that the collar was partially detached.